Event description:
Info received that the brakes were not holding when locked. No injury reported.

Manufacturer narrative:
Bed is out of service. Tech stated the brakes were not holding when locked into brake. Repair not yet complete.